Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference: 3005188751-2016-00064, 3005188751-2016-00066, 9680001-2016-00072, 3005334138-2016-00051. During an atrial fibrillation procedure, a pericardial effusion occurred. After advancement of the introducer into the left atrium, the sideport detached from the introducer. A new introducer was advanced with no issues. At the end of the procedure, following isolation of the veins, an ice image confirmed an effusion. The activation map of the left atrial flutter was continued with some septal ablation. After reviewing the ice images, it was noted the effusion had increased. The patient was asymptomatic and a pericardiocentesis was performed. The physician does not believe the pericardial effusion was related to the performance of any sjm device.

Manufacturer narrative:
The results of the investigation concluded that the side port tubing had been detached. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the detached side port tubing is consistent with damage during use. The cause of the cardiac perforation cannot be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.